Event description:
The manufacturer received information alleging strange odor coming from device, breathing in the particles, particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first/second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging strange odor coming from device, breathing in the particles, particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Also, observed no odor coming from the device. An unknown contaminate was observed inside the top enclosure, inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Observe dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. Sections d8, d9, h2, h3, and h6 were updated.